Event description:
A medtronic ent rep reported that the system stopped tracking while in navigation. The pt was registered and all instruments verified without issue. The surgeon opted to complete the procedure without the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.